Manufacturer narrative:
(B)(4) technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, and confirmed the customer's observation. The (B)(4) laboratory tested retention product on (B)(6) 2017, which performed as expected. The immucor laboratory also tested a returned blood sample from the customer site on (B)(6) 2017, and was able to reproduce the customer's sample testing issue.

Event description:
On (B)(6) 2017, a (B)(4) customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument.